Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device electrode tray was cracked and cannot be fixed properly into the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified that the electrode tray was cracked. Stryker determined customer abuse was the cause of the reported issue. The device was retained by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device electrode tray was cracked and cannot be fixed properly into the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.